Manufacturer narrative:
Correction information g6: follow up #1. H6: coding changed based on the investigation result. The cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changesand causes fogging. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging.

Event description:
Electronic nasolaryngoscopy was performed at 10:30 on september 14. During the operation, the image became blurred suddenly, resulting in the interruption of the patient's examination .after dealing with the processor by device department engineer immediately, then the image was restored to normal. This event occurred at the time of during use. There was no report of patient harm.